Event description:
It was reported that during an unknown procedure, the device "misfired." It is unknown how the case was completed there were no patient consequences reported.

Manufacturer narrative:
(B)(4) = advancer. The following information was requested, but unavailable: what does event description, "device misfired" mean? Please provide more specific details regarding issue. How was case completed? The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was cycled and the clips were fed but they did not fully advance into the jaws; this condition resulted in four malformed clips. The six remaining clips were not fed properly, however they were formed as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.